Manufacturer narrative:
The device were not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact stated that the devices were returned to clinical service.

Event description:
The customer contact reported the patient received less IV fluid than intended. At an unspecified time, the pump was programmed to deliver red blood cells via a 30ml syringe, with a volume to be infused of 22ml for a duration of 2 hours, and the delivery was started. It was reported that the total volume of red blood cells in the syringe was 28 ml. No further programming parameters were provided. After an unspecified length of time, the device alarmed that the delivery was complete; however, the nurse noted there was 12ml remaining in the syringe. It was reported that a syringe adapter was not used, because the syringe adapter contained dehp. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.